Event description:
There was an allegation of questionable sodium results from the cobas pro ise analytical unit. Sample 1 initial result was 149 mmol/l and the repeat result was 140 mmol/l. Sample 2 initial result was 142 mmol/l and the repeat results were 134 mmol/l and 134 mmol/l. The questionable results were reported outside of the laboratory.

Manufacturer narrative:
The electrode lot number was r57 with an expiration date of 08-oct-2024. The customer performed air purges replaced the ise reagents, removed and dried the electrodes, and checked the dilution vessel and reagent nozzles. The field service engineer found a solenoid valve was not allowing the sipper to aspirate the sample. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that the service actions resolved the issue.